Manufacturer narrative:
Additional suspect medical device components involved in the event: model: db-2202-30, serial/lot: (B)(4), description: dbs directional lead sterile kit 30 cm. Model: db-4600c, serial/lot: (B)(4), description: suretek burr hole cover kit.

Event description:
A report was received that the patient underwent a permanent bilateral implant with two leads and two burr hole cover kits. Two days after the implant procedure, the patient experienced a lead migration on the left side although the burr hole cover appeared well closed and fixed. The patient then underwent a lead revision procedure. The lead and burr hole cover on the left side were explanted and replaced. The physician stated that he did not notice anything anomalous during both the first and second permanent implant phases.

Manufacturer narrative:
Additional information was received that the patient was doing well post-operatively. A review of the manufacturing documentation for the lead db-2202-30 (serial number: (B)(4)) revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the manufacturing documentation for the suretek burr hole cover kit db-4600c (batch/lot number: 22084892) revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. Analysis for the lead db-2202-30 (serial number: (B)(4)) revealed that device passed the visual inspection, device-to-device interaction test, and the dimensional test. No anomalies were found.

Event description:
A report was received that the patient underwent a permanent bilateral implant with two leads and two burr hole cover kits. Two days after the implant procedure, the patient experienced a lead migration on the left side although the burr hole cover appeared well closed and fixed. The patient then underwent a lead revision procedure. The lead and burr hole cover on the left side were explanted and replaced. The physician stated that he did not notice anything anomalous during both the first and second permanent implant phases.

Manufacturer narrative:
Analysis for the burr hole cover db-4600c (serial number: (B)(4)) revealed that device passed the visual inspection and device-to-device interaction test. No anomalies were found.

Event description:
A report was received that the patient underwent a permanent bilateral implant with two leads and two burr hole cover kits. Two days after the implant procedure, the patient experienced a lead migration on the left side although the burr hole cover appeared well closed and fixed. The patient then underwent a lead revision procedure. The lead and burr hole cover on the left side were explanted and replaced. The physician stated that he did not notice anything anomalous during both the first and second permanent implant phases.